Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent damage occurred. A 2.25x32mm promus element stent delivery system was removed from the package when it was noted that the stent was damaged. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent damage occurred. A 2.25x32mm promus element stent delivery system was removed from the package when it was noted that the stent was damaged. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The first four rows on the proximal end of the stent were pushed in on the body of the stent causing some of the struts to be raised. There were some other struts raised along the length of the stent. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).